Manufacturer narrative:
Correction: h6 for coding should have been no problem detected and not no cause not established.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed pacemaker mediated tachycardia on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
Correction: to h6 for coding should have been arrhythmia coding instead of additional surgery and missing d9 for product return date.

Manufacturer narrative:
Correction: h6 health effect should have been arrhythmia instead of no consequences.

Manufacturer narrative:
The report event of pacing anomaly was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Electrical, longevity, and visual analysis was normal with no anomalies found.